Event description:
It was reported the right ventricular epicardial lead had a lead warning due to low impedance. It was further reported that sensing and thresholds were good. The physician was notified and as sensing and capture was normal and impedance was stable the lead would remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).